Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad trace. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify flashing screen anomaly or display anomaly due to button keypad anomaly. No scrolling numbers display anomaly noted. The insulin pump had cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump kept changing to different screen. The customer also reported that they received button error alarm. The customer's blood glucose was 47 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with juice and the blood glucose went up to 98 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.